Event description:
Report received of an adverse pt event while the device was in use. The pt was receiving pain management therapy for a bowel obstruction. The pca pump was reportedly programmed for the pca + continuous mode to deliver 1mg/ml morphine at a continuous rate of 0.5mg/hr, a pca dose of 1mg, and a 10 minute pt lockout. A 4-hour limit was not ordered. The pca infusion was started at 13:40 in 2002. At 16:10, the pca dose was increased to 1.5mg with same 10 minute pt lockout. The nurses notes showed the cumulative total of morphine given at 22:00 was 33.8mg and at 00:45, when the pump was stopped, was 34.8mg. The pt also received an unspecified dose of ativan at an unspecified time and an unspecified dose of benadryl at 18:00 for itching. At 23:00, the pt was alert and oriented. At 00:15 the next day, the pt was found unresponsive with a respiratory rate of 6 to 8 breaths per minute. A total of 0.4mg narcan was administered. The pt reportedly immediately responded to the narcan and fully recovered without any long term adverse sequelae. Though requested, there was no additional info available.